Manufacturer narrative:
Customer complained about pump error 25/charge/battery lasts less than expected/battery cap damage. Device was received without the original battery cap and no cosmetic damage noted. The p-cap locks properly into place. The thus download was successful and pump error 25 alarm found (2) times in the insulin pump history/trace download on (B)(6) 2021 at 06:00:00 o'clock and 12:00:00 o'clock. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector on electrical board 1. Device passed sleep current measurement, active current measurement, self test and displacement test. Device was cut opened and disconnected/reconnected the internal battery connector on electrical board 1. Monitored for 2 days and redownload thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In conclusion, pump error 25 alarm found in the insulin pump history/trace download due to connector resistance issue on electrical board 1. Unable to verify cracked/damaged battery cap due to pump was received without the original battery cap. The charge/battery lasts less than expected complaint was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer stated that the batteries not lasting as long, they replaced the battery and it was lasted a couple of hours. Customer stated that the reservoir were empty or not. Customer stated that the battery cap contact was loose. Customer stated that they able to clear alarm and able to complete rewind the insulin pump but again power error detected. Customer stated that they removed battery from insulin pump but notification light stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.